Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
The company field service engineer (fse) was present for a preventive maintenance. Upon first turning on the robot, the emergency stop light was on ¿ lit up red. After releasing it and twisting it and trying several times and restarting several times the red light stayed on. Then fse had trouble connecting the staubli robot arm in (B)(6). Fse got the error 'a fatal communication error was detected, shutdown..' Fse also tried connecting on the brain side and got the error, 'unrecoverable error detected. The device will shut down.' Fse then tried moving the arm manually at each joint with the power on and with the power off while pressing the black button ¿ couldn't get staubli arm to move. Fse checked all of the wiring and replugging in all ethernet cords. Fse tried turning the switch on and off for the controller inside the front panel. Fse was going to remove staubli starc card but didn't have the correct tool on hand (torx tip t20h) so is planning on coming back the next day. Fse spoke with fse team and troubleshooted for about 7-8 hours. Fse could not perform the preventive maintenance (other than the antivirus scans on the rosa and two laptops).

Manufacturer narrative:
It was reported that the field service engineer (fse) could not get to connect to the robot arm to perform a preventive maintenance. The fse performed a troubleshooting on the device with the remote assistance of the supplier stäubli. This investigation indicated that the arps component, which supplies power to the stäubli controller, was non functional. The arps component was replaced on (B)(6) 2020 and was followed by a successful preventive maintenance.

Event description:
The company field service engineer (fse) was present for a preventive maintenance. Upon first turning on the robot, the emergency stop light was on ¿ lit up red. After releasing it and twisting it and trying several times and restarting several times the red light stayed on. Then fse had trouble connecting the staubli robot arm in keneverif. Fse got the error 'a fatal communication error was detected, shutdown..' Fse also tried connecting on the brain side and got the error, 'unrecoverable error detected. The device will shut down.' Fse then tried moving the arm manually at each joint with the power on and with the power off while pressing the black button ¿ couldn't get staubli arm to move. Fse checked all of the wiring and replugging in all ethernet cords. Fse tried turning the switch on and off for the controller inside the front panel. Fse was going to remove staubli starc card but didn't have the correct tool on hand (torx tip t20h) so is planning on coming back the next day. Fse spoke with fse team and troubleshooted for about 7-8 hours. Fse could not perform the preventive maintenance (other than the antivirus scans on the rosa and two laptops).